Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. The subject device was visually inspected and in good condition. The unit was connected to a processor and the camera image appeared, passing all functional and leakage tests. No b30 scope communication errors were present. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that he has three olympus hd autoclavable camera heads that each presented a b30 scope communication error during therapeutic arthroscopy procedures. According to the initial reporter, all procedures were completed using a similar device. There was no patient harm or consequence reported as a result of this event. This report is 1 of 3. The 2 remaining events are capture under reports with patient identifiers: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 07-jul-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.